Event description:
A revision surgery was performed using the blueprint planning feature. The revision was necessary due to the patient¿s complaints of persistent pain. During the procedure, the surgeon removed and resected bone to address potential pain or impingement. He retained the baseplate and stem but replaced the glenosphere, tray, and poly, increasing the glenosphere size to 39mm and updating the flex tray and insert.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
A revision surgery was performed using the blueprint planning feature. The revision was necessary due to the patient¿s complaints of persistent pain. During the procedure, the surgeon removed and resected bone to address potential pain or impingement. He retained the baseplate and stem but replaced the glenosphere, tray, and poly, increasing the glenosphere size to 39mm and updating the flex tray and insert.

Manufacturer narrative:
Correction: FDA registration number should be (B)(4). D3 manufacturer entity. D4 catalog #. G1 manufacturing site. The reported event was not confirmed since the device was not returned for evaluation and no other evidence were provided. The device inspection was not possible as the product was not returned for investigation. A review of the labeling was not possible because the catalog number and lot number were not communicated. Indications of material manufacturing or design related problems were unable to be identified as the catalog number and lot number were not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided the investigation report will be reassessed.

Manufacturer narrative:
Correction: FDA registration number 3000931034 - te (mtbonnot). D3. Manufacturer entity. G1. Manufacturing site.

Event description:
A revision surgery was performed using the blueprint planning feature. The revision was necessary due to the patient¿s complaints of persistent pain. During the procedure, the surgeon removed and resected bone to address potential pain or impingement. He retained the baseplate and stem but replaced the glenosphere, tray, and poly, increasing the glenosphere size to 39mm and updating the flex tray and insert.

Manufacturer narrative:
Correction: emdr data tab - FDA registration number - should have been populated as: (B)(4). H6 clinical signs code. D3 manufacturer entity. G1 manufacturing site for devices.

Event description:
A revision surgery was performed using the blueprint planning feature. The revision was necessary due to the patient¿s complaints of persistent pain. During the procedure, the surgeon removed and resected bone to address potential pain or impingement. He retained the baseplate and stem but replaced the glenosphere, tray, and poly, increasing the glenosphere size to 39mm and updating the flex tray and insert.